Manufacturer narrative:
Approximate age of device ¿ 3 years, 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was having increased flows and power as well as rise in lactate dehydrogenase (ldh). The log files were reviewed and observed elevated powers and flows, but no associated alarms. The patient was reported to have had shortness of breath, volume overload, and was on lasix drops. A computed tomography (CT) scan was negative and an echocardiogram (echo) showed moderate aortic insufficiency (ai). The patient was a possible transcatheter aortic valve replacement (tavr) candidate and continued to be diuresed. Ldh rose and the elevation was thought to be from ai.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event ldh increase and right ventricle failure could not be determined. A system controller log file was submitted for review due to reported increases in pump power and flow. Review of the submitted log file showed the pump operating with pump power typically in the 5.0-6.3w range and several slight increases up to 7.4w with corresponding elevations in the estimated flow calculation. The log file also captured no external power alarms on (B)(6) 2019, (B)(6) 2019, and (B)(6) 2019. Each of the events was the result of both system controller power cables or external batteries being disconnected during the exchange of depleted batteries. The system was supported by the backup battery during each event and there was no interruption in pump support. The log file appeared to show the system functioning as intended. The log file also showed that the system operated exclusively on external batteries for 49 consecutive days. The patient handbook warns to always connect to the mobile power unit when sleeping or when there is a chance of sleep. If you are sleeping you may not hear the system controller alarms. The patient handbook also contains a section on sleeping, which include a pre-sleep checklist. The patient remains ongoing on vad support and no further issues were reported. No further information was provided. The manufacturer is closing the file on this event.